Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding, stroke and neurological dysfunction are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Although a root cause cannot be determined, patient, clinical and pharmacological factors may have impacted the event. With review of the available information there is no indication of any device malfunctions or performance issues related to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from the (B)(6) that the patient was admitted to the hospital on (B)(6) 2015 with neuro changes. CT revealed hemorrhagic cerebral vascular accident (cva). There were no associated alarms with log files showing normal power consumption with multiple changes in viscosity over the 14 day time of review. The patient is stable with right hemiparesis and aphasia; he has been slowly gaining some movements back and "can now mumble a few words".